Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. Sample ids (B)(6) were reported as positive for the rsv target and generated a valid result. The curves for all samples appeared normal and exhibited a sigmoidal shape. Per the ticket text, contamination (either environmental or within instrument) could be a likely cause. Based on the cycle number value, two of the five samples (B)(6) are considered near and/or beyond limit of detection (lod) which means the positive interpretations are not 100% reproducible using the alinity m resp-4-plex assay. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. Additionally, customer data review verified that the curves for the samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 and discrepant results that exhibit normal, sigmoidal curves. Additionally, the following sids were not evaluated for carryover as these discrepant results are not specifically for the sars cov-2 analyte, and are for the rsv analyte, therefore any tickets related to carryover for the sars cov-2 analyte will not be considered related to this complaint. The complaint history review identified 6 additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. Three tickets were independently investigated and determined no product deficiency. Two tickets are currently non-elevated and closed as the ticket was documented in regards to positivity rate, with no false positives reported. One ticket is currently elevated for investigation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported five false positive results on the alinity m resp-4-plex assay. The customer suspected the results because they have been receiving high number of positive result and decided to retest the samples on alinity, the results were negative. Two additional samples were reported by the customer. The samples were retested (unknown platform) generating negative results. Field application specialist (fas) reviewed the run and identified that the curves look good from the performance point of view. The false positive results were not reported outside the lab. There was no impact to patient management reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.